Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the stylet/guidewire was kinked/buckled. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the returned stylet is kinked at 15.8 cm and 58.5 cm from the handle. The stylet was damaged at implant. A new 16-62 purple stylet was used and the test passed. (B)(4)

Event description:
It was reported that during the implant procedure, stylets would become consistently difficult to advance in right ventricular lead and the physician was not able to place the lead in an acceptable position. A new lead was used to complete the procedure. No patient complications have been reported as a result of this event.